Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused. The pump did not infuse the amount of sodium bicarb programmed using the medication drug library (mdl). The pump was programmed at 20ml over two hours; however, 3ml was delivered over three hours. The pump delivered the correct amount when in basic mode. There was no report of patient injury or medical intervention associated with this event. No additional information is available.